Manufacturer narrative:
Article citation: "the dutch breast implant registry: registration of breast implant-associated anaplastic large cell lymphoma-a proof of concept" becherer babette e; de boer mintsje; spronk pauline e r; bruggink annette h; de boer jan paul; van leeuwen flora e; mureau marc a m; van der hulst rene r j w; de jong daphne; rakhorst hinne a; 1/may/2019. The american society of plastic surgeons journal. The events of lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: "seroma/hematoma". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
Through journal article 'the dutch breast implant registry: registration of breast implant-associated anaplastic large cell lymphoma-a proof of concept' the physician reported right side capsular contracture grade I, seroma/hematoma, and "bi-alcl diagnosed by markers cd30+ and alk- and presenting as a mass." Tnm: t1n0m0. Capsulectomy performed and device explanted.

Event description:
Through journal article 'the dutch breast implant registry: registration of breast implant-associated anaplastic large cell lymphoma-a proof of concept' the physician reported right side capsular contracture grade I, seroma/hematoma, and "bi-alcl diagnosed by markers cd30+ and alk- and presenting as a mass." Tnm: t1n0m0. Capsulectomy performed and device explanted.